Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report: 1627487-2019-04864. It was reported that the patient stopped using their scs system as it was no longer working effectively for their pain. In turn, the patient may undergo surgical intervention to remove the system.

Event description:
It was reported that the patient had their scs system explanted on (B)(6) 2019.